Event description:
The facility representative reported an ipump with the condition of a "bad board". This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "bad board" was confirmed and reproduced during product evaluation. The assignable cause was determined to be the micro processing unit board. The micro processing unit board was replaced in order to fix the reported condition.